Manufacturer narrative:
The themograd system (s/n: (B)(4) in complaint was returned to zoll on (B)(4) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the ivtm thermogard system (s/n: (B)(4) displayed tcmid 02 (ce danfoss error) error message upon powering up. Biomed stated that possibly due to a faulty cooling engine. Another system was used to continue treatment. No other information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. The reported complaint of thermogard displaying error message tcmid: 02 was confirmed during event log review and functional testing. The root cause was due to defective cooling engine and pic-hsg. The console failed functionally testing. Further investigation showed that the cooling engine and pic-hsg were defective. After replacing the defective parts, the console passed all testing criteria. The review of the event log showed nine tcmid: 02 (cooling engine danfoss error) messages. Unrelated to the reported complaint, visual inspection showed that the glycol was leaking at drain hole. Additionally the screws at top lid hinges were loose and the top lid bumpers were damaged. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).